Manufacturer narrative:
Per tandem's user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went swimming while connected to the pump, and subsequently the pump touchscreen became unresponsive. Customer¿s blood glucose was 200 mg/dl. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.